Event description:
It was reported that patient experienced infection with inflatable penile prosthesis (ipp) device. All components were explanted and replaced.

Event description:
It was reported that patient experienced infection with inflatable penile prosthesis (ipp) device. All components were explanted and replaced.

Manufacturer narrative:
Field change: e1.